Event description:
It was reported that the physician observed loss of capture from this right ventricular (rv) lead. Additionally, there was evidence of pacing inhibition. It was indicated that the lead would be re-assessed within the coming days. At this time, this rv lead remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), h1 (type of reportable event), and h6 (impact codes).

Event description:
It was reported that the physician observed loss of capture from this right ventricular (rv) lead. Additionally, there was evidence of pacing inhibition. The following day, the physician surgically repositioned the lead to resolve the event, and no additional adverse patient effects were reported. This rv lead remains implanted and in-service.